Event description:
This is a spontaneous report received from a hospital to baxter (B)(6). On (B)(4) 2012, the baxter clinical coordinator visited the hospital. She reviewed the pro card data of the patient together with the dialysis supervisor. They detected an over-infusion incident that occurred on (B)(6) 2012. The patient had programmed 5 cycles of 2500ml and a last infusion volume of 2000ml. During the final drainage of the 5th cycle, the patient had three low drain volume alarms which were reset. The reset was not successful because the patient was only able to drain 500ml of the total 2500ml. That was the reason why the patient performed a bypass of a drain phase even though there was no alarm on the screen. That drain bypass without alarm gave an incomplete drain alarm and for that the patient had to confirm the bypass twice. After the second bypass the machine infused around 1900ml of the last infusion. On (B)(6) 2012, in the initial drain, the patient drained 4400ml, which clearly shows the volume that was accumulated from the previous day. The cycler has not programmed the manual last drain option. The clinical coordinator recommended it to the hospital. The hospital understands that incident and they plan a retraining. The incident had no clinical consequences for the patient. There was patient involvement.

Manufacturer narrative:
(B)(4). A customer contacted the baxter technical center to report iipv. The reported issue was confirmed over the phone. The assignable cause was determined to be use error, inappropriate bypass of the drain, not including I-drain. Previous service events were not related to reported issue. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.